Event description:
It was reported that the scope had a e315 error. The issue was found during set up for an unspecified procedure. No harm reported.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional info from the customer.